Event description:
Per the clinic, the patient experienced skin flap breakdown, resulting in the exposure of the receiver/stimulator unit. On (B)(6) 2013, the patient underwent revision surgery to have receiver/stimulator repositioned posteriorly to its original position. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.